Manufacturer narrative:
Upon further review it has been determined that this event is not reportable. The awareness date of this event is after this device was received and repaired by the manufacturer, which makes this event out of scope of recall z-0472-2021; therefore, this MDR is being cancelled. The event is covered under the total knee arthroplasty mako system risk table, hazardous situation ¿user is not provided adequate indication for registration confirmation¿ that the highest potential severity of harm is s1.

Event description:
Would not pass registration. Patient was not under anesthesia. Case type / application: tka.

Manufacturer narrative:
Reported event. An event regarding registration fails involving a mako mics was reported. The event was confirmed. Method & results. -product evaluation and results: the failure is confirmed as it is under the scope of nc: mics characterization process deviated from the qualified state. (The same can be referred from scope for nc ) pn# 209063 . Sn# (B)(4). RMA# 321433. Inspected results as follows: 7.1.1 cable visual inspection - pass. 7.1.2 hand piece visual inspection - pass. 7.1.3 pivot handle lock test - pass. 7.1.4 collar test - fail - collar locking mechanism. 7.1.5.1 original cable agitation test - pass. 7.1.5.3.4 tn 0835 cable functional (new cable) - n/a . Disposition: rtv. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate 24 devices, including serial number 4209948, were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events (registration fails & locking mechanism failure) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Would not pass registration. Patient was not under anesthesia. Case type / application: tka.

Manufacturer narrative:
Serial specific voluntary recall was initiated for the mako integrated cutting system (mics) within scope of a CAPA. The initial root cause analysis determined that the process for characterizing mics handpieces for specific serial numbers deviated from its qualified state at the time of validation. The CAPA investigation is currently in progress and an updated communication will be submitted upon completion of the investigation.

Event description:
Would not pass registration. Patient was not under anesthesia. Case type / application: tka.